Event description:
On (B)(6), 2007 a patient presented emergently with a suspected ascending aortic dissection. Catheterization was performed after a loading does of integrilin. The computed tomography (CT) showed dissection from the aortic root down through the bifurcation of the iliac arteries. On (B)(6), 2007 transesophageal echocardiogram (tee) revealed a wide open aortic insufficiency without evidence of annular aortic ectasia. A bioprosthetic aortic valve replacement was performed with a #25 magna pericardial valve. The dissection was repaired with a #20 hemashield graft. After multiple units of blood were given the patient was transferred to the intensive care unit (ICU). On (B)(6), 2007 a pacemaker was implanted. On (B)(6), 2007 the patient developed induration of the left groin which was treated by irrigation and debridement. On (B)(6), 2012 the patient presented with low back pain. A CT showed dissection, type b. These films were compared to previous films which did not show significant change. The back pain improved after treatment with flexeril. On (B)(6), 2012 a follow-up angiogram confirmed a stanford type a aortic dissection. On (B)(6), 2013 right radial access was attempted to repair the dissection. This was aborted due to not being able to pass a wire or catheter beyond the brachio-cephalic artery. On (B)(6), 2013 the patient underwent arch debranching with a hemashield graft and the arch was also replaced with a hemashield graft. On (B)(6), 2013 the chronic dissection was treated with a 31mm x 15cm conformable gore® tag® thoracic endoprosthesis. The patient developed atrial fibrillation which resolved three days post procedure. On (B)(6), 2014 a cta showed an increase in the true lumen diameter of the aorta, but the overall aortic measurement was unchanged. A partially thrombosed, false lumen with residual flow into the thoracic aorta was seen at the superior pulmonary vein level. On (B)(6), 2014 the patient was implanted with the following conformable gore® tag® thoracic endoprostheses: (B)(4). The patient did well following the procedure. On (B)(6), 2014, a CT showed the aorta to be stable.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. Concomitant medical products: patient medications: asa, fenofibrate, finasteride, hydrocodone, levoflaxin, metformin and metoprolol. According to the instructions for use (IFU) of the conformable gore® tag® thoracic endoprosthesis, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to reoperation.

Manufacturer narrative:
Results code: the correct lot number for the device associated with this event is 10690798, and a review of the manufacturing records for this device verified the lot met all pre-release specifications.